Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient was having difficult to see after inserting iol during the surgery. The surgery was completed without product replacement. He/she felt that it became difficult to see with toric mark on iol. The iol still remains in the patient's eye. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined as no product was returned and not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).